Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 600 mg/dl with positive urinary ketones. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. Troubleshooting of the event by animas customer support resulted in the reporter claiming the insulin cartridge was filled with what looked like ¿sand¿, blocking the insulin from exiting the cartridge. This issue reported happened with only one cartridge. This complaint is being reported because the patient allegedly experienced a serious injury on insulin pump therapy associated with a use error issue.